Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU provides the following statements related to the reported failure: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ a definitive root cause could not be identified, investigation believes the following as possible causes of the reported event: communication between the processor and the camera head became impossible due to contact failure caused by disconnection of the cable, and this phenomenon occurred. When some strong impact was applied to the camera head, the camera head failed, and communication between the processor and the camera head became impossible, and this phenomenon occurred. Communication between the processor and the camera head became impossible due to electrical contact corrosion of the video connector, dirt on the electrical contacts, and foreign matter adhesion, and this phenomenon occurred. Communication between the processor and the camera head became impossible due to short-circuit or corrosion caused by flooding, and this phenomenon occurred. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the 4k camera head would not procedure an image during reprocessing. There was no patient involvement during this event.